Manufacturer narrative:
The root cause was determined to be the blower being defective due to lack of maintenance and filter exchange .

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported that blower failure is active on this unit. According to the logs tf 241 triggered on (B)(6) 2018 02:07:03 and tf 240 triggered on (B)(6) 2018 02:07:43. And temperature was 77 deg cel during both the alarms. Unit shut down at (B)(6) 2018 02:33:00 and temperature is 120 deg cel and blower failure alarms active on (B)(6) 2018 11:44:42 . Till then no failure was active and when they restart the unit at (B)(6) 2018 11:44:42, blower failure alarm was active. Informed customer about blower replacement.

Event description:
The customer reported that while using bellavista 1000, a blower failure alarm was triggered. As of this time, there is no information provided regarding patient involvement.